Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited placement difficulty secondary to the patient's anatomy, the lead subsequently, dislodged and was repositioned intra-operatively. Approximately two weeks post implant, the patient experienced atrial perforation, pericardial effusion and cardiac tamponade. It was further reported that the ra lead exhibited decreased p-waves and an increase in impedance, with the distal tip of the lead having perforated through to the epicardium. A surgical drain was inserted and the patient was initially transferred to the intensive care unit (ICU), then stepped down to the cardiovascular surgery department. The ra lead remains in use. No further patient complications have been reported as a result of this event.